Manufacturer narrative:
The exposed portion of the soft cannula was observed to be stretched and torn, resulting in a fluid leak. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A malfunction was found in the investigation for the original report of customer not sure delivering insulin and leaking during wear at the infusion site (arm). The investigation observed a torn cannula. It was also reported that the patient's blood glucose level rose to between 300 mg/dl and 400 mg/dl while wearing the pod between 24 and 36 hours.